Event description:
As soon as I got the implants, the left implants slipped out of the pocket. Over the course of having implants, I got migraines, skin rashes, interstitial cystitis, diagnosed fibromyalgia, my hair began falling out in handfuls, my once full vocabulary became scattered, I had idiopathic neuropathy, chronic insomnia, muscle and joint pain, anxiety, difficulty swallowing and feeling like I was choking at night, I dehisced several abdominal surgical wounds, I was constantly ill, I had frequent yeast infections, I was depressed, I had gained weight, battled infertility, had sharp pain in my shoulder blade, had constant pain in my breasts, and was unable to take a complete breath. Now that I have explanted these symptoms are improving.